Event description:
The customer had mistakenly removed the gasket from the rack pushrod. There was no adverse impact to the customer's blood glucose level, as it remained within normal range. The customer contacted technical support, sent a photo of the issue. This user error led to the pump being replaced, and the customer began using multiple daily injections (mdi).